Event description:
Pain in both knees [arthralgia]. Synvisc one injection not in joint [drug administered at inappropriate site]. Swelling in both knees [joint swelling]. Felt like she was going to faint [dizziness]. Nausea [nausea]. Case description: a spontaneous report was rec'd on (B)(6) 2009 from a (B)(6) female pt with a history of osteoarthritis, initials (B)(6), who experienced pain and swelling in both knees, nausea, and feeling faint after treatment with synvisc one. The pt had a history of previous treatment with synvisc (3 series of injections with the last series administered approx 5 years ago). On (B)(6) 2009, the pt received an injection of synvisc one into each knee. She reported that she experienced pain and swelling in both knees, some nausea and felt like she was going to faint. Treatment included ice and elevation. At the time of this report, the pain and swelling was slightly improved. Add'l info was rec'd from a healthcare provider (hcp) on 16-mar-2010. The pt's medical history was updated to include previous treatment with nsaids, steroids, and synvisc. The pt had a history of moderate osteoarthritis, joint narrowing, and osteophytes. There was no previous history of effusion. Concomitant mediations included aldace, plavix, toprol, lescol, nexium, cymbalta, and celebrex (no dosage info provided). It was confirmed that the pt rec'd treatment with synvisc one into both knees on (B)(6) 2009. The hcp reported that the pt experienced pain and swelling in both knees, nausea, and feeling faint. The knee pain was treated with intra-articular injections of marcaine and depo-medrol into both knees on (B)(6) 2009 and percocet prn. The event of swelling in both knees was related with ice and elevation. No treatment was given for nausea and feeling faint. The event of knee pain was severe in intensity, the event of knee swelling was mild in intensity and both were possibly related to synvisc one. The events of nausea and feeling faint were mild in intensity and unlikely related to synvisc one. The hcp commented that the pt had rec'd an injection of depr-medrol in 2006 and experienced headache and nausea. He also reported that it was likely that injections given into the pt's knees were delivered into the capsule and surrounding tissue due to the pt's massive obesity. At the time of this report, the pt had recovered from all events.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.